Manufacturer narrative:
The device could not initially complete a cassette test. The device did produce a continuous grinding sound without completing cassette test. On closer inspection a foreign plastic object was noted in between the door and fluid shield. This plastic object was removed, and further testing was passed without issue. The alarm logs were downloaded and reviewed. Logs analysis summary: engineering concludes that the complaint of non-compliant infusion times could not be confirmed. The probable cause of the complaint is evaluated as user error in misinterpreting occlusion alarms. The pump is operating correctly within design parameters. However, due to the presence of three distal pressure sensor/pin alarms in the logs, engineering recommends performing defensive testing of the distal pressure sensor to validate the device is fully safe for use. The complaint was not confirmed in the log analysis.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The incident involved a plum 360 infusion pump on an unknown date. The customer reported that during use there is a noticeable non-compliance of the infusion times. Also, once the values have been set an anomalous noise appears. There was unknown patient involvement, but no harm was reported.